Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that an eva bag was leaking from the side seam. When in the process this issue was observed is unknown. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional testing identified the reported condition as a moderate leak that streamed water located on the right lower edge by the tube side weld of the eva bag that would have been obvious if present during bag filling. Magnified inspection of the leak location identified an edge gouge with raised eva edges around the sides of the breach. Further inspection found, the manual add port cap had been removed and the septum had been spiked. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak of this magnitude was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.